Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00488. It was reported that the patient experienced discomfort at their ipg site as well as ineffective stimulation. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg and lead were repositioned to address the issue.

Manufacturer narrative:
Exact date of event is unknown.